Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that one patient sample generated a clin chem potassium assay result of 8.4 mmol/l on an architect c16000 analyzer. The sample was then tested on another architect platform in the lab, where it generated a result of 4.9 mmol/l. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
To troubleshoot the issue, the customer flushed the integrated chip technology (ict) cup of the architect c16000 analyzer and received error code 5622, robotic and sensor, unable to process test, ict reference solution cup not filling. Further troubleshooting found that the ict 1.0 ml syringe was leaking (no injury or exposure reported). The customer then replaced the syringe along with the accompanying check valve. Subsequent instrument operations and test results were acceptable. There were no returns available from the customer site. An instrument service history review revealed no service or complaint issues on or before the date the present customer issue was initiated that may have been a contributing factor. A review of complaint tracking and trending metrics was performed and identified no adverse trends or systemic issues in conjunction with the complaint incident currently under evaluation. The architect systems operations manual contains information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists. Concomitant medical products: check valve, ict ln: 09d36-02 corrected to ln: 09d35-02.